Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because the tool was discarded by the user facility. Device history review could not be performed because the tool lot number was not reported. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the exeresis of a temporal glioma surgery, the drill bit (tool) tip crossed and then broke. Two drill bits (tools) of the same lot were used and the same event happened. The tip of the drill bit (tool) was not found. The patient had a post-operative expressive aphasia. Aphasia decreased in the following days. The patient returned home seven days after the exeresis. On follow up it was clarified that the tools broke while drilling the suspension holes on the skull of the patient. The facility refused to provide the neurosurgeon's full name. Two tools from the same lot were used and broke. A tool from another lot was used to complete the procedure. The current status of the patient was listed as alive. The event was reported to the (B)(6) by the facility, but a reference number was not provided.